Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6) university. Due to characterization limit e1 event site address: (B)(6). Due to characterization limit e1 event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 had iab loop leakage error during use. Pneumatic module fault was diagnosed. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service enginner (fse) after on-site inspection stated that pneumatic module fault was diagnosed; a quote was provided to the customer. The customer rejected the repair quote; the unit was delivered to the customer but was unusable. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a.